Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while on ilet therapy. Dka represents acute metabolic decompensation requiring inpatient medical management and is consistent with the reported hospitalization and treatment with insulin therapy. Engineering log review confirmed that device data corresponding to the reported event date were not available for the device in use at the time of the event, as logs had not been synced since (B)(6) 2026. Review of available logs from the alternate device showed no malfunction alerts and no motor errors, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Based on user report, the event occurred after the user reconnected a previously known malfunctioning device and did not connect a cgm sensor. The device displayed a ¿dosing stopped, connect cgm or switch therapy¿ message, indicating that automated insulin delivery had stopped. The user reported not understanding this message and assumed insulin delivery was occurring. This resulted in prolonged interruption of insulin delivery and subsequent hyperglycemia and dka. Based on available information, the event was attributed to use-related factors involving failure to recognize and respond to device alerts indicating that insulin delivery had stopped, and no device malfunction contributing to the event was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as approximately 400 mg/dl, resulting in diabetic ketoacidosis (dka). The user was admitted on (B)(6) 2026, treated with exogenous insulin, and discharged (B)(6) 2026. No long-term health effects were reported.